Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry and stuck in a micro centrifuge vial. Visual inspection found the lens stuck inside micro centrifuge vial. Delivery system returned inside a micro centrifuge vial. Delivery system visual inspection found the cartridge tip deformed. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3- device evaluation: "visual inspection found the lens returned stuck in the cartridge and the cartridge inside the micro centrifuge vial." Shoud be in the previous MDR. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that, before/during loading a 12.1mm vicmo12.1 implantable collamer lens, diopter 14.5 into the injector, the lens tore/broke. This occurred on (B)(6)2021. Reportedly the lens split in the cartridge. The cause of the event is reported as other: the surgeon used the same technique as always; the lens "snatched."